Event description:
Meter display was cracked. The patient went to see physician since patient felt dizzy and was trembling. Patient received a 173 mg/dl on the physician's meter and was treated with oral medications. Customer service found out that the meter was set to the incorrect unit of measurement. Patient did not recently go into the settings and change the unit of measurement. Customer service sent the patient a replacement meter. Due to a spontaneous / unintentional power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction.